Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). UDI#: (B)(4). On 11 january 2019, it was reported from university of chicago hospital that a mesher had a damaged comb. The customer returned a zimmer skin graft mesher, serial number (B)(4), for evaluation. Evaluation of the device on 22 january 2019 noted that the comb was bent and the shoulder bolts were damaged. None of the pretests were able to be performed with the device due to the damaged comb. Repair of the mesher occurred the same day and involved the technician replacing the comb, comb shaft, and the shoulder bolts. The technician then tested and verified that the device was functioning as intended and the mesher was returned to the customer without further incident. The device was tested, inspected, and repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. While the service technician does confirm that there is a damaged comb on the mesher, it cannot be determined from the information provided as to what caused the damage to the comb. Therefore, a specific root cause of the reported damaged comb cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device had damaged comb. The event occurred during setup. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.